Event description:
It was reported that on (B)(6) 2025, a 16mm size amplatzer amulet left atrial appendage occluder was implanted in the patient using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2025, the patient presented with late effusion. The cause of effusion was amulet

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 16mm size amplatzer amulet left atrial appendage occluder was implanted in the patient using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2025, the patient presented with symptoms such as chest pain and shortness of breath. The physician mentioned the cause of effusion was stabilizing wires and/or disc. The echocardiogram (echo) reveled late effusion. The patient was reported stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided procedural imaging was reviewed by an abbott engineer. Based on the information received, the cause of the reported implant-related tissue damage-pericardial effusion could not be determined. The reported angina and dyspnea appeared to be related to pericardial effusion. The reported serious injury/ illness/impairment was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.